Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, thirty - three (33) had insufficient vacuum causing short filling of the tube. No health impact or consequence reported.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 06-feb-2024. Investigation summary: bd received 1 photo and fifty-one (51) returned samples from the customer for investigation. Review of the photo showed three (3) sst tubes with low draw volume. In addition, 20 of the 51 customer samples were subjected to a draw test for low or no draw. All tubes were within specification. Tubes ranged in draw from 4.9527 (ml) ¿ 5.0826 (ml) with a specification range of 4.5 (ml) ¿ 5.5 (ml). The stated label draw of 5.0 ml draw. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. Bd is able to confirm the customers reported defect based on customer photo analysis. No root cause from the manufacturing process has been identified as a contributor to the underfill.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, thirty - three (33) had insufficient vacuum causing short filling of the tube. No health impact or consequence reported.